Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a device went into inoperable graphical user interface (gui) display and shutdown while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the graphical user interface (gui) xena I printed circuit board (pcb), backlight inverter pcbs and the gui backlight cables were returned for failure investigation. The backlight inverter pcbs and the gui backlight cables were visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. The gui pcb (xena I) was returned for failure investigation. A visual inspection of the returned unit was conducted and no anomalies were found. The gui pcb was attached to the test ventilator for analysis. The complaint was verified. The fault was isolated to a component (vga controller u63) on the xena I pcb. The current gui pcb was released in (B)(4) 2011. The identified component was on a prior generation of the gui pcb. If information is provided in the future, a supplemental report will be issued.